Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was treated with an oral antibiotic and steroid injection (date not reported). The implanted device remains.